Manufacturer narrative:
Customer stated that the sodium discrepancies occurred after calibration verification material (cvm) was run. The customer also stated that the sodium value was higher than expected but from the data received it appears that the sodium recovery was running low. From the data received, there is evidence of benzalkonium interference. It appears that contaminated occurred between calibrations which indicates that the system was cleaned with a benzalkonium type chemical. Once a benzalkonium type chemical is introduced to the system, the system will go into benzalkonium retrocal because the sodium sensor becomes unstable. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual.

Event description:
Customer indicated that a sodium sensor on rp500 system 39396 resulted with a lower than expected value or no value at all. There was no report of injury due to this event.